Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and reviewed; no product fault could be detected. Device history record review reports: the manufacturing records were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure (B)(6) 2012 for a femoral trochanteric fracture reportedly there was backlash in the impactor blade handle part. After the locking was completed the handle broke apart. This is report 1 of 1 for this event.